Manufacturer narrative:
Article citation: "increased prevalence of brca1/2 mutations in women with macro-textured breast implants and anaplastic large cell lymphoma of the breast." Authors: de boer mintsje; van der hulst rene rwj; hauptmann michael; hijmering nathalie j; van noesel carel j m; rakhorst hinne a; meijers-heijboer hanne ej; boer jan paul de; de jong daphne; van leeuwen flora e. American society of hematology. Tracking no: (B)(4). It is unknown if the device has been explanted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Through the journal article "increased prevalence of brca1/2 mutations in women with macro-textured breast implants and anaplastic large cell lymphoma of the breast", a patient was diagnosed with bia-alcl and the lymphoma site was reported as the left breast. This record is for case 12. Interval to bia-alcl indicated as 9. Patient was treated with chemotherapy and hormonal therapy. Bia-alcl markers not provided. Status of the device is unknown.